Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings compared to her expected values. The sr medical surveillance specialist (smss) contacted the patient to confirm and clarify information; however was unable to reach her by telephone. The smss classified the complaint based on the information provided to customer service. The patient reported that approximately three months prior, she obtained elevated blood glucose readings that were inaccurately high compared to her expected values. The patient provided the readings of 208 mg/dl, 530 mg/dl, 308 mg/dl, 331 mg/dl and 210 mg/dl. No information was provided about the dates/times of these readings. During this time period, the patient took her usual doses of lantus insulin 55 units per day, and humulin r 5 units three times per day. Two months afterwards, the patient experienced the symptoms of numbness in the face and shaking. On (B)(6) 2012 during a physician's office visit, the patient's blood glucose level was tested to be 115 mg/dl. The patient received the treatment of "gall bladder tests." Troubleshooting revealed the test strips were in good condition and within opened expiration dating. It would have been helpful to determine the dates/times of the allegedly inaccurate readings, what symptoms if any the patient experienced at those times, her expected readings, the date/time of the onset of the reported symptoms, if the patient administered any self-treatment, if the patient sought medical attention, and if her blood glucose level was tested while symptomatic. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided. The 510k#: k061118.